Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, the drill sleeve¿s tip was found to be bent. There was no impact to procedure or patient. This report involves one (1) blade/screw guide sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H3, h6: investigation summary: investigation flow: damage. Visual inspection: guide sleeve yell (p/n: 03.037.017, lot #: l166732) was returned and received at us cq. Upon visual inspection, the tip of the device was observed to be deformed. Additionally, scratches from field usage were also observed on the device. No other issues were observed with the complaint device. The device was missing the alignment indicator epoxy which was investigated under CAPA and does not require any additional investigation for this defect the provided photographs were reviewed and no additional issues were observed. Device failure/defect was identified. Dimensional inspection: complaint relevant dimensional analysis was not performed due to the post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: the complaint could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the issue. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. The missing epoxy was investigated under CAPA-005197. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part #: 03.037.017. Lot #: l166732. Manufacturing site: werk bettlach . Release to warehouse date: oct 19, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.